Event description:
Mammogram revealed deformity of right breast prosthesis implanted in 1980. MRI confirms collaspe of outer lumen. Patient desired prosthesis removal. Upon removal outer lumen noted as disruptured with inner layer intact. The removal was performed by implanting physicianinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, material degradation/deterioration, unanticipated long term complication of procedure, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.